Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced postprandial hyperglycemia with fluctuating glucose levels, including a peak blood glucose of 227 mg/dl for approximately one hour, without alarms and without use of backup therapy; device performance was otherwise consistent with lowering glucose after meals. Symptoms included thirst. Outcomes included no medical intervention, no assistance, no ketone testing, and no hospitalization. Investigation included complaint review, device history review, and user counseling focused on troubleshooting and education. Investigation of this case revealed no device malfunction and that glucose excursions were transient and resolved as insulin delivery progressed. It was concluded that the hyperglycemia was of unclear cause, and the device functioned as designed with no reportable device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.